Manufacturer narrative:
Although requested information for patient not given, if information becomes available will update file and emdr accordingly. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a device over-infused. Multiple devices were in use during the time of the event. One of the devices in use was for an IV infusion of fentanyl, it is unknown what other medications and/or fluids were infusing on the other devices in use at the time of the event. No patient harm reported.

Manufacturer narrative:
Additional information: d4 correction h6 the customer report of an over infusion was neither confirmed nor replicated during the investigation. ¿ the affected pump module was not identified by the customer, however, the returned IV set contained a label that noted ¿fentanyl¿. Pump module s/n (B)(6) was the only device infusing fentanyl on the day of the reported event. ¿ review of the pcu event logs confirmed that on (B)(6)2020 at 12:59 am, a previously programmed infusion program of fentanyl (drug ID=230) with a concentration of 1000 mcg/100 ml was started and began infusing at a rate of 5 ml/hr with a vtbi of 70.469 ml. ¿ during the fentanyl infusion, a total of five (5) delays were programmed with each delay programmed with callback before infusion. The pump module was in use until 4:50 am when the device was powered off with a calculated volume infused of 6.22 ml. ¿ timed rate accuracy testing was performed with the customer¿s device operating at the suspected infusion rate of 5 ml/hr for one hour using the customer¿s returned incident IV tubing set. Testing found the system to be performing within specifications. No unregulated flow was observed. ¿ internal and external inspection was performed and no relevant issues were noted. Dimensional analysis of the returned tubing set was performed. The IV set silicone segment was found to be within specification. The root cause of the customer¿s reported over infusion was not identified as we were unable to replicate the event during functional testing. Device history review: review of the pump module service history record showed that the device was manufactured on 09/12/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6)/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that a device over-infused. Multiple devices were in use during the time of the event. One of the devices in use was for an IV infusion of fentanyl, it is unknown what other medications and/or fluids were infusing on the other devices in use at the time of the event. No patient harm reported.